Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range pacing lead impedance measurements greater than 2,000 ohms. Furthermore, the patient was in chronic atrial fibrillation (af) and the device had migrated pulling the lead; thus was fractured based on x-ray result. An additional observation of noise was also reported. The rv lead was surgically abandoned and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.